Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with unknown antibiotics (intraperitoneal, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy was ongoing. The patient recovered from the event 11 days after the receipt of the initial report. The patient was retrained in aseptic technique and a home visit was also made to ensure the patient performed all steps of therapy correctly. No additional information is available.